Event description:
It was reported that, after inserting the catheter in the spinal cord, the catheter ¿performed a loop¿. It was not possible to insert the catheter in a straight way up. After pulling back the catheter and the needle, the doctor showed that the wire did not fit into the catheter because it was shorter. The wire was approximately 1cm shorter than the catheter. The location of the catheter issue was the catheter tip. The catheter was not implanted; another catheter was used and worked fine. The patient status at the time of this report was ¿alive-no injury¿. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8731sc, lot# 0207280891, product type: catheter. Product ID: neu_guidew ire_cath, lot# unknown, product type: accessory. (B)(4).